Event description:
A non-insulin dependent diabetic pt with coronary artery disease was implanted with a taxus drug-eluting stent. This pt has no past coronary interventions. The pt received the following medications just prior to the procedure-benadryl 25 mg intravenously, 3 1/2 hours before, aspirin 325 mg, and versed 1 mg IV just prior to the start of the procedure. During the procedure the pt received heparin 11,000 units, and versed 1 mg intravenously. After the procedure the pt received plavix 300 mg at 10 minutes post procedure and was given a prescription for plavix 75 mg one daily for 1 day. The pt was also given aspirin 325 mg 1 time daily for 1 day. The stented lesion was a de novo, which was accessible and was not occluding the vessel, and a thrombus was not present. A minirail and cutting balloon were used at 6 atmospheres. The balloon was dilated to 2.5 mm at 14 atomspheres, and the length of the balloon was 15 mm. The lesion was post-dilated to 3.0 mm at 11 atmospheres and the length was 8 mm. The highest recorded active clotting time was 168 during the procedure, a preprocedure clotting time was not done. The pt had 1 taxus stent implanted in the left anterior descending (lad), diameter 3.0, length 8 mm, highest inflation pressure of 11 atmospheres and inflation duration of 35 seconds. Intravascular ultrasound was not used during deployment. After the stenting the pt was placed on beta cytotropics for the diabetes. Four days later the pt developed a thrombus in the stent and was taken back to the cardiac cath lab. The pt was restented with a drug-eluting stent to the left anterior descending; length was 12 mm, and the diameter was 2.5 mm.